Event description:
Following a breast augmentation procedure, a dual site pain pump was placed for post-operative pain. The pump contained 0.5% plain marcaine. The 3-day pump was started in the morning, and was reported to be empty by the following morning. The patient did not report any adverse symptoms associated with this event and received no additional treatment as a result of this event.

Manufacturer narrative:
A device from the same lot of the actual device involved in this event was returned from the customer. The device was tested, and the failure was confirmed. Further investigation into this issue has resulted in a recall.